Event description:
Info received indicated the emergency trendelenburg function would not operate.

Manufacturer narrative:
The hill-rom technician found that the emergency trend valve was stuck. He replaced the emergency trend valve and the bed functioned to specifications.